Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2010. It was reported, the lead was explanted and replaced on an unknown date due to an infection. The source and type of infection was unknown. The lead was not returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.